Manufacturer narrative:
Patient height 167cm. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period sep 2019 through aug 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed low vacuum and stopped. It was also reported that the pump was not shuttling helium. The end user called getinge's service number and tried to reboot the pump, however, was unsuccessful. The getinge service representative provided information to the end user required for syringe inflation of the balloon q 5 min until the house supervisor arrived with a different console. Nurse intervention was required to manually inflate the balloon until the unit was swapped out with another to continue therapy. The patient was one day post op cab x 5, and remained stable throughout the period without support. No patient effects, support resumed on the replacement console. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse discovered k8 was not opening or was stuck and replaced the drive manifold, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had low vacuum. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.